Manufacturer narrative:
Product event summary : the device was returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had premature battery depletion. Elective replacement (eri) had not yet been indicated however the patient had received anti-tachycardia pacing (atp) and shocks due to ventricular tachycardia (vt) storms and the physician did not feel comfortable discharging the patient when there was the potential of inadequate therapy delivery due to the battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.